Event description:
I had my lasik surgery on (B)(6) 2024. Starting (B)(6) 2024, I started to see 1 small floater in one of my eyes. I never had or had seen floaters before my lasik surgery. A couple of days later, I started to see more floaters. It is now (B)(6) 2024 when I'm typing this report, I still see the same floaters. I have around 3-4 floaters: 1 small transparent circle in the left corner of my eyesight and the rest are in the form of lines on the right side of my eyesight. Neither of them have made it to the center of my eyesight yet. Reference report: mw5150805.